Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer reported that the insulin pump has an unresponsive keypad. Customer also reported that the insulin pump experienced an unexpected restart alert. Customer reported that the pump may have been exposed to moisture. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
No frozen screen, audio or beep anomaly or button error alarm noted. Device time or clock moved. Device had unresponsive all buttons due to corroded keypad traces. Unable to perform self-test, unexpected restart error test and displacement test or verify unexpected restart error due to unresponsive button. No moisture damage on electronic assembly during visual inspection.